Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on november 12, 2020 with lot number 1713493. Analysis of the returned device identified: opening curved on posterior leak test and microscopic analysis was performed which identified: delamination of the valve, striated opening on posterior, wear abrasion and creases fold. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure). A striated opening on posterior assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.